Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate accuracy test high. This occurred in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During functional testing, failed flow rate test high, was not reproduced. The device was tested for flow accuracy and delivered within intended range. A review the event history log was performed for the last days of customer use as no event date was provided. The user programmed an infusion with a rate of 40 ml/hr with a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. The infusion ran to completion and no abnormalities that could cause or contribute to the reported problem were observed through the history log. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.